Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The clinical stated there was a drift in the placement signal about 35 days into support. However, due to lack of data logs and product returned, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support in escalation from an impella cp. The 5.5 pump was found to have optical signal loss; however, did not prompt any intervention or explant. The pump remained on to support the patient. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.